Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they had a pulmonary embolism the day after christmas and they had to go up through their groin and to the vein and go up and suck out all the blood clots out of their lungs. Pt said that they don't know if the healthcare provider (hcp) got close to the leads of the implant. Pt then mentioned after that they started having problems charging their implant and patient confirmed the controller charges fine from the wall. The patient was redirected to their healthcare provider to further address the issue. Agent documented information provided on call.